Event description:
On (B)(6)-2011, a spontaneous report was received from another manufacturer (reference number (B)(4)) regarding an (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included chronic obstructive pulmonary disease (copd), diagnosed on an unknown date (reported as "years ago" from (B)(6)-2011); atrial fibrillation; macular degeneration; and osteoporosis. The patient's skin type was not reported. Concomitant medications included warfarin 2 mg one tablet daily, advair diskus (fluticasone and salmeterol) as needed, digoxin 0.125 mg one tablet daily and cartia xt (diltiazem sr) 120 mg one tablet twice daily. The patient received an injection of perlane (amount injected unknown) on (B)(6)-2010 to an unknown site. The patient did not receive any pre-procedure medications. Additional procedures performed at the time of implantation included an injection of dysport (abobotulinumtoxina) to an unknown site for wrinkles. On an unspecified date in (B)(6)-2010, 1 or 2 weeks after the implantation, the patient experienced breathing problems, described further as problems catching her breath and difficulty inhaling deeply. These were not symptoms the patient had ever experienced before with her copd. On an unknown date in 2010 or 2011 (reported as "weeks or months" after the injection), the patient also developed tingling in the right hand and an increased need for sleep which required 14-15 hours of sleep per day. On an unknown date in 2010 or 2011, the patient went back to see the injector who advised the patient to see her physician. According to the patient, on an unspecified date in 2010 or 2011 (reported as "after she left the office"), the patient was provided with 2 tubes of tri-luma (flucinolone acetonide 0.01%, hydroquinone 4%, tretinoin 0.05%) cream for which the patient did not receive information regarding what the cream was for or how it was to be used. On an unspecified date in 2010 or 2011, the patient applied the tri-luma cream to her face one time. As of (B)(6)-2011, the patient had not been medically evaluated by her physician, as was recommended by the injector. Additionally, the patient had not received any treatment for the reported events, which were ongoing. The lot number and expiration date were not reported. The patient refused to provide healthcare provider contact information. Company comment: the patient refused to provide healthcare provider information. Unable to medically confirm the events, therefore company causality is unassessable.